Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device would not seal tissue. The customer could not provide the sales rep with any additional info. It is unk how the case was completed. There was no adverse consequence to the pt reported.